Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the panasonic dmc tz8 digital camera. We investigated the visual appearance of the instrument and locking screw. Here we found visible damage on the locking screw. That may be caused by loosening the lateral locking screw with a screwdriver or something similar. The following points must be observed according instruction for use: disassembling never unscrew lateral locking screw 6 on the rasp handle. This screw has been sealed with a special adhesive during the manufacturing process; it must not be removed. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the surface of the locking screw exhibits signs of unscrewing. As mentioned in the complaint we assume that the components were loosened for any cleaning. Corrective action: according to sa-de13-m-4-2-01-000-0. There is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the compression spring and locknut was loose and fell into the patient's body. The compressions spring was removed immediately. The locknut was removed after the x-ray showed were it was located in the patient. The patient was opened again to remove it. It was reported that the was more than a fifteen minute delay in surgery.